Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, dyspareunia, and vaginal scarring. It was reported that patient underwent lap.-assisted resection of right colon mass on (B)(6) 2009 due to right colon mass. It was reported that patient underwent, tvh, sacrospinous ligament fixation bilaterally, anterior colporrhaphy, cystourethroscopy, removal of eroded mesh in the vagina on (B)(6) 2012 due to pop and sui.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent an abdominal wall exploration with incision and drainage of deep subfascial abscess of the abdominal cavity on (B)(6) 2012 due to infected sling with subcutaneous abscess. It was reported that patient underwent a colonoscopy with polypectomy on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.